Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. Initial testing revealed the device did not pass the therapy verification test. Two dents were noted on the side of the can which could have been induced at explant. Analysis of the device memory confirmed the device exceeded the longevity expectation. The device was opened and it was confirmed that the therapy verification test did not pass due to a crack on the capacitor array block which was induced due to excessive force or mishandling of the device at explant.